Manufacturer narrative:
Follow-up #1: date of submission 06/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2016 with the following findings: there were several unexpected black box events observed on (B)(6) 2016. The battery cap was observed to be stripped at the threads and would not secure to the battery compartment. Cracks were observed in the battery compartment, from the threads to the grip pad and from the threads to the case seal left of the grip pad. The pump was powered on with no power interruptions using a test battery cap. The pump was opened; there were no intermittent conditions found to the printed circuit board. The reported, ¿no power¿ complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging an intermittent power issue with the pump. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap; however, the yellow o-ring was visible and the user was unable to secure the cap to the pump. The battery cap reportedly was replaced approximately 4 to 6 months ago. There was no reported adverse event associated with this complaint. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.